Event description:
Patient seen in vision correction center experienced complication from a lasik procedure. The complications appeared to be sands of sahara. Suspected cause of syndrome from alcon laser - wavelight ex500. Two lasers used for this procedure. Both being reported to FDA.